Event description:
During surgery, the dislocation of the liner from the acetabular cup was found after the reduction. Another product was used to complete the case. The surgery was extended by 30 minutes. According to the doctor, the liner and cup were fixed properly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.